Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via email that the customer's insulin pump alarmed no delivery. The customer's mother stated that they had to do frequent battery changes for the insulin pump as well and that the insulin pump had rejected a new battery. The customer's blood glucose was unknown. The customer did not return the product for analysis.